Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages including worn button symbols and scratched display lens. On investigation, the pump powered up to a dim and discolored verify screen with the appropriate audio/vibration alerts. The time and date was set correctly. Review of alarm history showed a call service 054 alarm on 08/13/2013. The pump was exercised for 24 hours without incidents. Unrelated to the display issue, a cracked radio frequency transceiver flex cable was found when the pump casing was opened to investigate. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).